Event description:
Granuloma [granuloma]. Terribly swollen knee [joint swelling]. Knee painful [arthralgia)] knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a male patient (age and initials unknown). The patient's medical history was not provided. On an unspecified date in 2012, (B)(6), the patient initiated treatment with synvisc one (hylan g-f 20) injection into an unspecified knee, dosage regimen not provided. The lot number of synvisc one was not provided. On unknown dates in 2012, the patient had a terribly swollen and painful knee and was needed to be debrided. The physician reported that he thought that the patient had a type 4 immune reaction as "granuloma", had formed and needed to be debrided. The arthrocentesis was performed and 60 cc of fluid was aspirated from the knee (unspecified). The action taken with synvisc one treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.